Event description:
Nurse applied the electrodes for electrotherapy treatment. At completion of procedure, patient appeared to have 1st degree burn on skin where the electrodes were placed. Staff felt patient leaned into electrodes putting undo pressure on electrodes.======================manufacturer response for electrical stimulator, (brand not provided) (per site reporter).======================manufacturer tested the equipment and could not find any problem with the equipment.======================manufacturer response for electrical stimulator-2, (brand not provided) (per site reporter).======================manufacturer retested the equipment and did not find any malfunction.what was the original intended procedure?electrotherapy.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.